Event description:
Depuy endurance bone cement failed after two years and two months after implantation of my right total hip arthroplasty. The cement mantel separated from the cortical bone, the length of the femoral component. This required a reoperation of the right hip. When the implant was removed the cement was adherent to the metal implant, but not the bone shaft.